Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The biomedical technician (biomed) replaced the transfer valve and the transfer pump to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Follow-up #2: the transfer valve was returned to the manufacturer for physical analysis. A visual examination of the exterior of the transfer valve showed no signs of heat damage or smoke. However, there was concentrate (salt) residue around the housing of the valve and all four prongs. The ground prong was observed to have been bent. An internal inspection of the transfer valve found that the screws which secure the housing of the valve were loose and revealed a burning smell and internal heat damage on the electrical components and circuits. The inner side of the valve housing also had heat damage, burning smell, and signs of leakage. An inspection on the gasket revealed concentrate along each side of the gasket. The gasket appeared to have no damage. The failure of the transfer valve was due to concentrate leaking inside, which can create an electrical short circuit, resulting in heat damage, smoke, and burning smell. The failure can also cause the machine not to transfer which goes to cycle complete. The investigation into the cause of the complaint was able to confirm the reported event. A visual examination of the returned transfer valve confirmed that the part sustained heat damage. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the transfer valve on a granuflo mixer tank was smoking and a burning smell was noticed. There were no flames or sparks observed. There was no patient involvement or impact to any patients as a result of this event. There was no reported visual damage to the exterior of the transfer valve. There has been no recent services to the mixer other than the regularly scheduled preventative maintenance. The biomed replaced the transfer valve, the transfer pump to resolve the issue. Following the part replacement, the biomed noticed that the drain valve was not closing all the way and therefore the biomed replaced the drain valve which resolved the issue. The system has been restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. The transfer valve was reported to be available to be returned to the manufacturer for physical evaluation; however, no parts have been received at this time.